Event description:
It was reported that there were increased thresholds and impedance, and a decrease in r-wave sensing. The device was explanted. Patient is in stable condition.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of high impedance, low sensing, and high pacing thresholds were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field events could not be determined.